Event description:
A (B)(6) with PICC line placed on (B)(6) 2014 for IV access. The line at the blue cap port began to leak on (B)(6) 2014. There was a crack/leak right at the point of connection between cap and tubing. PICC line replaced on (B)(6) 2014. No known activity by pt to cause the crack/leak of tubing.